Event description:
It was reported that during vessel dilatation, filter bag tear occurred. The target lesion was located in the internal carotid artery. After the 190 cm filterwire ez bag was retracted into the retrieval sheath, the filterwire ez was removed. When the filter bag was checked, it was noted 3mm length was torn at distal part of the filter bag. The distal part of filter bag was able to slide along the wire. There was no issue under digital subtraction angiography (dsa). It is unknown when the filter bag was torn. Continuous flush was maintained. There was no resistance during use. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during vessel dilatation, filter bag tear occurred. The target lesion was located in the internal carotid artery. After the 190 cm filterwire ez bag was retracted into the retrieval sheath, the filterwire ez was removed. When the filter bag was checked, it was noted 3mm length was torn at distal part of the filter bag. The distal part of filter bag was able to slide along the wire. There was no issue under digital subtraction angiography (dsa). It is unknown when the filter bag was torn. Continuous flush was maintained. There was no resistance during use. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic examination of the returned device revealed the protection wire was found inside the retrieval sheath. Approximately 44.5 cm of the distal portion of the wire was sticking out of the retrieval sheath, when measured from the distal tip of the protection wire. The distal tip of the protection wire was found slightly curved, however, it was not damaged. The filter bag was found deployed and had 4 tears, 0.5 mm, 0.5 mm, 2.5 mm and 3 mm in length. The tip seal bond of the filter bag was broken from the spinner tube allowing the filter bag to move up and down the tube. The adhesive was still present; it was not detached from the device. The protection wire was able to be moved back and forth inside the sheath and it was not stuck. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)